Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model roze, serial number/date code (B)(4) is approximately 2 years 8 months old. The owner's manual part number 1150703 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the motor actuator case on the roze lift is allegedly broken and will not attach to the lift. Legs cannot be operated. (B)(4) has been issued for a replacement. No injury alleged.

Event description:
Customer states motor actuator case is plastic and broken. Cannot operate correctly. (B)(4). No injury alleged.